Event description:
Oracle ro 1218903: system fail per customer (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a missing tamper seal. There was evidence of the error or reported problem recorded in event history log. The reported problem however was not duplicated. Device was running accuracy tests; the pump was found to be within manufacturing specifications. Complaint was not confirmed as no fault was found. During the investigation, the error log showed an error code and high alarm for downstream occlusion, thus as preventive measure it was recommended that the downstream occlusion sensor be replaced, error code cleared and software reinstalled. No fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.